Event description:
The customer contacted philips healthcare to report that the ac power led was not illuminating. There was no report of patient involvement or patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.